Event description:
During lasik surgery, I could feel the surgery including the cutting of my cornea and the lasers used to correct my vision. Following the surgery, I have continued to experience severe dry eye with both pain and reduced vision.